Manufacturer narrative:
Conclusion not yet available-evaluation in progress. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
6f safesheath introducers used for pacemaker implant - when peeling away the material seemed to "disintegrate" and not peel away cleanly. Operator had to remove introducer piece by piece using forceps. Both sheaths (atrial and ventricular leads) were the same. Removed portion and unused, unopened sheaths from same lot number returned for analysis.